Event description:
It was reported that foreign matter was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the reporter requested replacement for an eylea that was drawn up but not administered. Per reporter, after drawing up eylea into the supplied syringe, the physician noted that there was foreign matter in the syringe. The foreign matter was described as a small speck. It appears white with a gray tint ("whitish gray') and appears to be stuck to the syringe on the inside of the barrel. The reporter mentioned that the speck maybe part of the syringe but she could not be sure."

Manufacturer narrative:
Investigation: one photo of a loose 1ml syringe with needle attached was received and evaluated. It was observed there was approximately 0.1ml of clear fluid inside and a white embedded foreign matter particle near the zero line out the scale markings. The foreign matter appeared to be a small cluster of air bubbles larger than level 3 in size and was rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. It is possible the air bubbles are due to a small amount of moisture that became super heated and trapped inside the mold. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the reporter requested replacement for an eylea that was drawn up but not administered. Per reporter, after drawing up eylea into the supplied syringe, the physician noted that there was foreign matter in the syringe. The foreign matter was described as a small speck. It appears white with a gray tint ("whitish gray') and appears to be stuck to the syringe on the inside of the barrel. The reporter mentioned that the speck maybe part of the syringe but she could not be sure."